Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "12 mmol/l" with the subject meter and "8.x mmol/l" on another device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). This complaint is being reported because the subject meter did not meet lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.